Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch. Programming changes were made to address the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: section e1 (reporter's phone number) - the phone number should have been (B)(6), rather than (B)(6).